Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8100 sn: (B)(4) customer was having this error code and wanted to know what will fix it. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that he needed to either replace or look at the motor pinion. This could be mistaken for electrical failure. I also explain to the customer that he also needed to look at the air in line sensor, the small clip thats on the board might be damaged. You may need to replace that as well. The customer said ok and ended the call. Ref: (B)(4).